Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 3a endoleak was identified. The patient was reported as doing ok and a re- intervention is being discussed.

Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported type iiia endoleak of the aortic components is confirmed. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined; causation cannot be assessed due to a lack of comparative imaging. The final patient status was reported to be doing well. Additional clarification per clinical evaluation, confirming that the reported type iiia endoleak (loss of anterior overlap) was diagnosed per received/reviewed CT (computed tomography) scan from 09 may 2020 (date of event). No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.